Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause and treatment were unknown. On the same day as the onset, the patient was hospitalized for the event. After two weeks and five days, the patient recovered from the event and two days later, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.